Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The seal involved in this complaint will not be returned for failure analysis as the site discarded the accessory following use. Review of the provided image is consistent with the reported issue that the seal on the cap came off. Root cause of the failure mode cannot be confirmed without the returned device. A system log review was performed and there were no errors identified on the system ((B)(4)). A site history review was performed and no other complaints related to the product were identified. The cannula, obturators, seals, and related accessories have applications in endoscopic surgery to establish a port of entry for intuitive surgical da vinci endowrist and single-site instruments, endoscopes, or compatible accessories. They are intended to be used only in a medical facility, by trained medical professionals, in accordance with the user manual for the da vinci system. This complaint is being classified as a reportable event due to the following conclusion: all pieces of the accessory were retrieved and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the internal part of the seal on the 12mm disposable cap came off inside the patient when a rolled and tied gauze pad was inserted. The surgical staff retrieved the part of the seal that fell inside the patient and a new seal cap was used. The site completed the procedure with no report of patient injury.